Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit broke during a case and a piece of the unit remained in the patient. The surgeon was not able to retrieve the piece. An x-ray image was taken to locate the piece. A revision surgery will be needed to remove the broken piece. As a result, the patient has indicated that they may pursue legal action against the surgery and facility.